Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2005 the patient underwent a surgery. Preoperative diagnosis: ls-s1 spondylosis with facet arthrosis, effusions with large herniated nucleus pulposus with right leg radiculopathy. Procedure performed: l5-s1 decompression with transforaminal lumbar interbody fusion with posterior instrumentation and posterolateral fusion. Per op notes: bovie was used to clean off the l5-s l facet and the pars, and then also cleaned the l5 transverse process and the sacral ala. The l5 transverse process and the sacral ala were then curetted. A nerve hook was placed down to protect the s1 nerve root. The l5 nerve root was then inspected as it exited the foramen. It was found to be in condition and fully decompressed. The pedicles of l5 and s1 were palpated. Tbe removed bone was prepared and placed in the disk space with proper retraction. The rh-bmp2/acs sponge was placed in the disk space, rh-bmp2/acs and placed in tile 12 mm capsule on the graft. Then this was impacted into place, protecting the nerve roots as this was done. Fluoro was brought in and good position was verified. The insertional device was then removed. Next, palpating the pedicles for proper position, the midas rex was used to make starting holes in the l5 and s1 pedicles. Then pedicle finder was then placed down the s1 pedicle. Checked with fluoro and found to be in good position. This was then measured and an si screw was placed. On (B)(6) 2005 the patient was discharged from hospital. On (B)(6) 2006 the patient was presented for office visit for follow up for her back pain and the left leg pain. Impressions: this patient has l5-s1 previous fusion with possible progression into a nonunion after the spot movement at the graft with some recurrent stenosis. Her pain has progressed. On (B)(6) 2006 the patient underwent surgery. Preoperative diagnosis: l5-s1 recurrent foraminal stenosis with retained hardware, chronic back pain and right leg radiculopathy. Procedure performed: revision decompression right l5-s1. Removal of hardware l5-s1. Evaluation of fusion mass l5-s1. With t-lift all5-s1. Interbody spacer at l5-s1 posterior lateral fusion l5-s I. Posterior instrumentation l5-s1 with iliac bone crest bone graft. Dissection was carried out down to the interbody spacer, taking care to debride the disc space. The neurovascular structure was detected during this procedure. The disc interbody spacer was located. It could not be removed with multiple attempts. Decision was made to leave this spacer in place. Therefore, the remaining disc space was thoroughly curetted and debrided using straight and curved curettes. It was trialed. A 9 mm spacer was selected. Next, the subcutaneous dissection was carried out to the iliac crest. A simple fascial incision was made. A rongeur was used to remove the cap off the iliac crest and straight and curved curettes were used to harvest bone from the iliac crest. Next, the iliac crest wound was irrigated and then packed with gelfoam. The fascia was dosed with o-vicryl pops. Next, the iliac crest hone was impacted into the disc space. The 9 mm spacer was impacted into place. Final views were taken 4 of this spacer placement. It was found to be in good position. Next, the pedicle screws were recannulated and measured and screws were placed back in the pedicles using four 7 .0* 40 legacy screws. Next, the pedicle screws were stimulated. No abnormal stimulus was noted. Rods were placed and end caps were placed. On (B)(6) 2006 the patient was discharged from the hospital. On (B)(6) 2013 the patient underwent CT scan for the brain due to severe headache. Impression: no acute intracranial hemorrhage or acute intracranial CT abnormality seen with ancillary findings of the possibility of a small left suprasellar aneurysm versus a pseudo -aneurysm caused by a normal vessel seen in an unusual orientation due to patient's slight rotated state. On (B)(6) 2013 the patient underwent cta of the brain. Impressions: suspected total occlusion of the right internal carotid artery. Satisfactory flow to both cerebral hemispheres is noted through collaterals as described. There is no evidence for aneurysm or dissection or occlusion of any of the other major vessels. On (B)(6) 2014 the patient underwent MRI of the lumbar spine. Impressions: hardware in the lower lumbar spine with prior surgical fus ion at l5-s1 but no evidence of herniated disc, spinal stenosis or other acute process. The only prior study for comparison is an old study prior to the fusion on (B)(6) 2004 that showed prominent herniated disc on the right at that time. On (B)(6) 2014 the patient underwent cta of the neck. Impressions: chronic complete right common and internal carotid artery occlusion. Multifocal atherosclerosis including moderate grade stenosis of the left mid common carotid artery, left proximal internal carotid artery, and left subclavian artery origin. There is no stenosis of the left carotid system greater than 50%. Aberrant right subclavian artery coursing posterior to the trachea and esophagus. Moderate biapical centrilobular and paraseptal emphysema. On (B)(6) 2014 the patient underwent xrays of the chest due to cough and pain. No complications were reported.